Event description:
It was reported the patient was admitted to the intensive care unit due to several inappropriate shocks. In addition, the lead exhibited high impedances, high thresholds, and oversensing. The lead was explanted and replaced during the patient's hospitalization. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported the patient was admitted to the intensive care unit due to several inappropriate shocks. In addition, the lead exhibited high impedances, high thresholds, and oversensing. The lead was explanted and replaced during the patient's hospitalization. No further patient complications were reported as a result of this event. Electrical tests performed; mechanical tests performed. Visual examination: actual device involved in incident was evaluated. Lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, oversensing, shock, inappropriate, high threshold.